Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 6.7, lab: 4.9. Labs drawn immediately after meter testing. Pt off coumadin for surgery approximately 1 month ago, but at therapeutic level previous testing cycle. Coumadin dose changed based on lab results.

Manufacturer narrative:
Investigation pending.